Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to press and the screen is difficult to read. The customer stated that he over bloused because he could not see the display. Customer refused to troubleshoot and declined to confirm the blood glucose level and if he was hospitalized.